Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of bad flow label. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the bad flow label was observed during visual inspection as the tubing ID is not the updated version. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the tubing identity document being not in the updated version. The device would not be serviced due to damage to multiple components. Should additional relevant information become available, a supplemental report will be submitted.